Event description:
Additional information was received from the area representative indicating the patient was implanted in 2008 and it is believed the generator is at end of service. At the moment a battery replacement is being scheduled.

Event description:
Additional information was received from the area representative indicating the patient underwent generator replacement surgery. The explanted generator will not be returned to the manufacturer for analysis.

Event description:
It was reported by a company representative that a physician had an issue with a patient's vns system. No further details were provided at the time of the initial report and x-rays had been requested by the physician. At the moment good faith attempts to obtain further information have been unsuccessful to date.